Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: difficultly removing the implant holder. On (B)(6) 2013 the surgeon performed a l4, l5, s1 transforaminal lumbar interbody fusion - tlif with matrix degen and transforaminal posterior atraumatic lumbar - tpal. During the procedure the surgeon experienced difficulties removing the implant holder from an 8mm tpal cage in the l5, s1 disc space. The implant's inner shaft became stuck on the implant and the surgeon struggled to disengage the implant from the implant holder tip. He then decided to remove the outer shaft so that the inner shaft would release. However, the inner shaft still would not disengage from implant and he still could not remove it with force. Eventually it released after he used a pair of forceps to help release the tips from the implant. It was suggested to the surgeon to remove the implant all together before he disengage the implant holder, however he was happy with his cage placement and did not want to remove it. This is of 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.